Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were visually examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with the returned rotawire. During functional testing, the returned rotawire was able to be removed with resistance but was not able to be reinserted into the rotapro device due to a kink in the rotawire. In order to determine the functionality of the rotapro device, a test rotawire was used. During analysis, the test rotawire was able to be fully inserted and removed from the returned rotapro device with no resistance or issues.

Event description:
It was reported that device entrapment occurred. The 15mmx3.0mm, stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotawire was intertwined with the burr. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that device entrapment occurred. The 15mmx3.0mm, stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 1.75mm rotalink burr and rotawire were selected for use. During the procedure, it was noted that the rotawire was intertwined with the burr. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.